Event description:
It was reported during a da vinci-assisted incisional hernia procedure, the force bipolar instrument had a silver piece that connected to the shaft completely buckled inside the body. The customer undocked the instrument and removed it with the trocar intact. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and there was nothing abnormal noticed during its inspection. The instrument was in use for approximately 30 minutes when this issue occurred. The issue was resolved by undocking the cannula with the instrument inside and removig it from the patient. The customer noted that the instrument was not stuck on the tissue. There was no fault or error message when the instrument got stuck. There was no bleeding or patient injury caused by this event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis investigations replicated/confirmed the customer reported complaint of "the silver piece that connects to the shaft completely buckled inside the body". The instrument was found to have a dislodged proximal clevis at the distal end. The root cause of this failure is attributed to mishandling/misuse. Additional observation not reported by the site that is related to the primary failure was identified. The instrument was found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring proximately 0.109¿ x 0.097¿ was not returned with the instrument. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the proximal clevis was broken off from the maintube.